Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 595mg/dl; the customer was treated with an insulin drip. The customer experienced vomiting and nausea. The caller mentioned that the customer was getting no delivery alarms and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. No motor error or excessive no delivery alarms noted. Motor passed the motor test. The insulin pump was received in with cracks at the display window, reservoir tube lip, battery tube threads, belt clip slots and a scratched liquid crystal display window.